Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter stated that the pump¿s ¿insulin on board¿ calculation (the amount of efficacy remaining following the administration of an insulin bolus) was inaccurate. The calculation was allegedly a larger amount than expected. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings:the pump insulin on board (iob) settings were confirmed to be set to ¿on¿ with a four hour duration. A review of the pump bolus history indicated bolus deliveries within the four hour iob duration on the event date. During testing, a 10 unit bolus was completed, and after four hours the iob status was accurately listed at 0 units. Investigation revealed that the iob feature functioned properly. No defect was found.